Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that they were performing internal testing in the tissue lab on (B)(6) 2019. Employee one and employee two were present at the time where the device was loaded into the machine with the battery and the test sequence was initiated. The device was attempted to be fired and failed to do so. Thinking the battery may be dead or the device was clamped before the battery was put in, the device was re-clamped and did not fire again. The device was then taken out of the machine and the battery replaced. When the device was tried again, the device proceeded to fire about 1/3 of the way and the stopped. Pulsing the trigger lead to no additional movement and the return to home switch was then used. The device did not return to home. The battery was then wiggled and the device began to return part of the way. The device was removed from the machine to investigate further. Several batteries were tried with results repeating. There were no patient consequences.